Event description:
While using coblation device, an area of surrounding tissue became discolored.====================== health professional's impression======================it is not clear what the contributing factors were.